Event description:
A surgeon reported that a pt experienced endophthalmitis four days following intraocular lens (iol) implantation. Pt presented with poor vision and cultured positive for staphylococcus epidermidis. A vitrectomy was performed and antibiotics were administered. Additional info has been requested.

Event description:
The reporting surgeon provided add'l info stating that the reported endophthalmitis was not related to the intraocular lens (iol).